Event description:
During follow-up, noise along with high lead impedance was observed. X-ray revealed a fractured lead and evidence of subclavian crush. The ICD was explanted and the lead was capped and remains in the pt.